Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that oversensing while breathing was observed. X-ray revealed that the lead tip is near the ventricular outline in the lower rv apex region. Perforation suspected. The lead was successfully repositioned.